Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0357754. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: DHR review: the complaint gauge is 24g,assembly at auto line 4 in (B)(6) 2021,lot quantity is 186k. Review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Review the production record and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities found. Complaint information description: leakage at the prn end of the indwelling needle ,no actual sample or picture returned, the status of prn assembly cannot be confirmed. Cause analysis: whether the prn has the wrong tooth to cause the leakage. In the assembly process of prn, there is torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the luer connector seat to a certain depth and the assembly thread has a good fastening effect. If the prn is not in place, the device alarms and removes the product. However, although prn is fastened to the product during assembly, prn may come loose if it is shaken during transportation. Therefore, the operating procedure in the product manual suggests that the prn should be tightened before use to prevent leakage. 2 pcs retained samples were taken for prn thread inspection, there is no abnormality observed prn torque test and leakage test, and the result met the product specification. (Refer to the test report as attachment) no same complaint was received from the complaint lot. No sample and picture were returned and no abnormal found on process, the root cause of leakage at the prn end of the indwelling needle could not be determined."

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage at the connection site. The following information was provided by the initial reporter: nurse in the hospital provided the patient with anti-infective treatment after hand hidrosis surgery with fluid infusion. A closed intravenous indwelling needle was used, and the heparin cap end was leaking. After the discovery, the same batch of new products from the factory were replaced in time, and fluid infusion treatment was continued for the patient without affecting the patient.